Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance, the device's pt connector cable intermittently caused a "cable fault" to be displayed on the monitor screen. The customer's biomedical department found the top pin on the connector pushed in. The complainant indicated that there was no pt involvement in the reported failure.